Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and found the cause of the bvvi mode was due to event queue overflow related reset. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The implant date is estimated to have occurred in april 2015. Further information was requested but not received.